Event description:
It was reported that the patient presented to the emergency department due to alert tones. An interrogation revealed high right ventricular (rv) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.